Event description:
It was reported that the right monitor is too dark and that images are being mixed up on the 9800 system. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified that the hard drive needs to be replaced. Replaced hard drive and reloaded flash. The system was tested and found to be working as intended. System was placed back into service.